Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on the initial firing the device locked because the jaws were scissored. The jaws were pulled apart and a new device was used to complete the procedure. There was no trauma to the tissue.

Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. The el5ml was received with the jaws in closed position, the trigger was manually assisted in order to open the jaws and two pear shaped clips were released. During the next four firing sequence the device bypassed the clips and the jaws remained in closed position, the trigger was manually assisted in order to open the jaws, pear shaped clips were released. The remaining two clips were conforming and then, the device locked out as intended but the orange indicator did not show up. A corrective action has been initiated to address the root cause of the advancer bypass and opening issues. However, the jaws were noted in good condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.